Event description:
It was reported patient experienced discomfort due to the flipping of ipg at the pocket site. As such surgical intervention was undertaken on (B)(6) 2024, wherein the ipg was moved from left upper buttock to the right upper buttock thereby addressing the issue. Reportedly therapy was restored.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.